Manufacturer narrative:
Complaint conclusion: as reported, a 3x20mm 150cm saber balloon catheter (bc) was delivered to the lesion in the right femoral artery, inflated and ruptured at ten atmospheres. The lesion was described as heavily calcified. An angiography, cine pictures and the back-flow from an indeflator showed the balloon rupture. The device was replaced with a new saber balloon catheter to continue the procedure. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The inflation device used was a non-cordis indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17555259 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (heavily calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber balloon catheter (3mm2cm 150) was delivered to the lesion in the right femoral artery, inflated and ruptured at ten atmospheres. The lesion was described as heavily calcified. An angiography, cine pictures and the back-flow from an indeflator showed the balloon rupture. The device was replaced with a new saber balloon catheter to continue the procedure. There was no patient injury reported. The device was clinically used. The device was discarded by mistake. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The inflation device used was a non-cordis indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient.